Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The gamma3 close tube clip was classified as primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The clip returned was documented as faultless prior to distribution. The breakage surfaces indicate that the piece from the tip broke in a brittle / forced fracture. According to the customer the clip broke during first usage. When the clip broke (during assembling or disassembling) was not reported. The breakage started at a sharp edge on the tip; the edge is design related. The clip was evaluated in presence of the r&d department: most likely the tip of the clip was pressed on the metallic nail adapter during disassembling; this pressure brought strong forces to the tip material. Favored by the sharp edge on the tip the material was overloaded and finally broke spontaneously. During investigation no material or manufacturing issue was found. Because the piece could be retained no harm occurred in the case; furthermore the risk file classified the potential risk as low. The complaint rate is also inconspicuously; therefore no non-conformity was identified. Future issues will be monitored by complaint trending. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
The customer (from sterile central services of the hospital) returned the device back to stryker france because "it broke during its first use." No other details are available.

Event description:
The customer (from sterile central services of the hospital) returned the device back to stryker (B)(4) because "it broke during its first use." No other details are available.